Manufacturer narrative:
The software analysis found that the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative spoke to the site during the procedure and helped them through the issue and fixed the problem. The scan did not go all the way to the top of the head and the health care professional (hcp) was tracing where the scan didn¿t exist. They instructed the hcp to adjust the trace pattern and registration was successful. No issues moving forward.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that registration had failed while using tracer. It was confirmed that points were not being collected beneath the skin and that the health care professional was tracing on boney anatomy. Technical services (ts) walked through pointmerge registration and the metric was too high to pass. Patient exam was not to image protocol and excluded the entire forehead. Troubleshooting included ts recommending loading another scan that included the forehead. There was less than an hour delay in the procedure. No impact on patient outcome.